Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was uncomfortable with the settings which they were set to, so they turned off their investigational programming and returned to their standard therapy settings using their programmer. The patient was then seen at the clinic on (B)(6) where it was confirmed they had been programmed back to their standard therapy. On (B)(6) the patient received a 574 error with "call doctor" message on their programmer. The patient returned to the clinic where after interrogation with the clinician tablet it was determined that their settings and patient information had been wiped. Additional information indicated that the settings were erased due to use of an older clinician programmer software version. The hcp successfully reprogrammed the patient's ins and they are receiving normal therapy.

Event description:
Additional information was received, which clarified the patient had been programmed with a programmer/tablet used for research.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.